Manufacturer narrative:
There was no malfunction of the device and the device was put back in service. User error caused the reported symptom.

Event description:
It was reported that a new patient was placed on the evita ventilator. The settings have been adjusted to the patient needs. However, the device was not switched from standby to "on". Spo2 stayed lower than 90% for 3-4 minutes.